Event description:
No additional information.

Manufacturer narrative:
The complaint that the needle would not retract properly could not be confirmed from the 20g insyte autoguard units that were provided for investigation. Six needles were received fully retracted within the safety shield. Fourteen representative samples were received in sealed packaging and a functional test revealed that the retraction time was within specification. No damage or defects were identified on the returned samples. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Hold for ng 7/9/25it was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: date of event: 1/1/0001 12:00:00 am. Incident details: this item is on a recall but this lot is not on the recall. This lot is not retracting so there is an issue with more lots than what is noted on the recall. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: fine.